Manufacturer narrative:
H10: updated h6 the customer sent the device tp bench repair. The technician tested the device not was not unable to replicate the reported problem. The reported problem was not confirmed. A replacement mx40 was sent to the customer to solve the reported issue. H3 other text : replacement device sent out to customer only.

Manufacturer narrative:
The remote support specialist sent out a replacement device to the customer to solve the reported issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was in use at time of event, there was no adverse event reported.